Event description:
It was reported by the affiliate that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip dropped (not into the pt). A new instrument was used to finish the case. "No adverse to pt."